Event description:
Pt was found with his buttocks between the split siderails with his ffeet extended and barely touching the ground. Restraint was still attached to the left side of the bed, stretched out across the mattress.